Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 120 mg/dl. Reportedly, the alarm was not cleared at the time of the report; however, the customer declined further follow up.